Event description:
Reporter alleged glucose back to back (b2b) tests were as follows: 243mg/dl b2b 177mg/dlb2b 420mg/dl b2b 199mg/dl performed on different fingers within 2 minutes of each other. It was reported customer felt meter was reading too high and called 911 so emergency medicl tgechnicians (ems's) measured 120mg/dl. No treatement was reportedly received by emts. A request was made for the return of the suspect device and replacement product was sent.